Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and a drop in pace impedance measurements two weeks post implant. Subsequently, a revision procedure was performed and the rv lead was successfully repositioned. There were good electrical measurements and the lead remains in service. No additional adverse effects were reported.